Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for holes in tubing with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no holes in the tubing were observed. Submerged leak testing was conducted on the samples, and no leakage was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for holes in tubing with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and holes in the tubing were not observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that a hole was noticed in the tubing of a bd vacutainer® winged safety push button blood collection set. This was observed before use and there was no report of injury or medical interventions.